Event description:
It was reported by service report that the head end lift motor was stuck in the full up position and would not go down with the head end lift motor. The customer could not determine if there was pt involvement or if there were adverse consequences to report.